Manufacturer narrative:
Device evaluated by MFR.: initial visual examination noted the device was returned together with the relevant guidewire. The stent was not returned with the device. Further review found that the shaft was severely kinked along its entire length. This type of damage is consistent with a restriction occurring and increased tensile force having to be exerted to the device. A guidewire was inserted into the lumen and withdrawn several times and no issues were noted, the guidewire tracked freely within the lumen. The device was then inflated and deflated a number of times and the task of insertion and withdrawal repeated again with no issues found during inflation or deflation, with the lumen of the device. No further damage was noted with the device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the catheter froze on the wire. The 80% stenosed lesion being treated was located in the calcified and severely tortuous distal right coronary artery. The physician implanted the 2.50x16mm promus element stent in the target lesion at 18atms. Upon removal of the stent delivery system (sds) there was severe resistance and the sds and non-bsc guide wire inadvertently removed together. Once outside of the patient, the sds was inflated to 18atms and the devices were separated. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, the catheter froze on the wire. The 80% stenosed lesion being treated was located in the calcified and severely tortuous distal right coronary artery. The physician implanted the 2.50 x 16 mm promus element stent in the target lesion at 18 atms. Upon removal of the stent delivery system (sds) there was severe resistance and the sds and non-bsc guide wire inadvertently removed together. Once outside of the patient, the sds was inflated to 18 atms and the devices were separated. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).